Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative said for the last month or so, patient has been having to charge the implant more frequently. Representative said the recharge interval should last every 2.5 days, but it's only lasting one day. Representative checked patient's impedance and it was all green. Patient is on group 8-15 and the lowest is 850 and the highest is 1030 ohms. Patient charges the implant to 100% most of the time. On the (B)(6), patient got the implant from 20% to 100%, and it took her an hour and 20 minutes to charge, and on the (B)(6), the implant was down to 20%. Representative doesn't know if patient is charging at the consistent time or not. Technical services(ts) recommend that patient recharge fully until controller showed "finished", to see if that will improve the recharge interval. Rep will also reprogram by using a lower rate, rather than using 200hz to increase the recharge interval. If recharging interval is still an issue, then rep will get data file to allow analysis. The issue was not resolved through troubleshooting.